Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio 3.6; lab 1.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date - 2008, inratio 3.6, lab 1.9, mean 2.75, confident limits 1.7-3.8. As per internal procedure, (rev.2) if inratio and lab value are within confident limit, no investigation is needed. Also the caller self testing (not the user) and reading was 1.0. This reading will not be taken into consideration for calculating the confidence limit since it is from two different person.